Event description:
It was reported that during the implant the pacing impedance measurements were high and out of range. There was no noted lead damage. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.